Event description:
Reporter alleged patient's blood glucose measured 229 mg/dl on one professional meter at 1537 compared to a result of hi on a different professional meter performed at 1541. Control testing was reported performed and results were found to be within acceptable ranges. Reporter stated it was not known whether any actions were taken or whether patient was treated as a result. A request was made for the return of the suspect device and replacement product was sent.